Event description:
Clinical study: it was reported that 54 days after a coronary artery drug eluting stentin procedure the patient underwent a target vessel reintervention (tvr) of the proximal circumflex artery (cx) the index procedure treated one target lesion. Target lesion 1 was a 3.2 mm vessel diameter, 80% stenosed region of the proximal cx artery. The treatment was perormed to alleviate in-stent restenosis of a previously placed stent. The physician treated the lesion by direct stenting with one taxus express2.8% 3.0x32 mm (lot 726210) drug eluting stent without complication. The patient was discharged from the hospital one day post index procedure receiving asa, and plavix. The site reported that the patient underwent a tvr of the proximal cx 54 days post index procedure. The physician performed plain old balloon angioplasty (poba) of the target vessel, and the patient was discharged from the hospital one day post tvr.

Event description:
It was further reported that the target lesion of the index procedure and the tvr was the distal circumflex artery (cx). Arrive 2 procedure. The pt was enrolled into the arrive 2 program on the date of the index procedure. The target lesion was 25.0 mm in length, and there was 0% residual stenosis after implantation. The pt was admitted to the hospital for recurrent episodes of chest pain that was relieved with nitroglycerin 53 days post index procedure. Cardiac enzymes were negative and ECG showed "no acute ischmic changes". The pt was admitted to the telemetry unit for further evaluation and was referred for cardiac catheterization. Angiography 54 days post index procedure revealed that the lmca was patent, and the lad had complete occlusion at the origin. The lcx was patent with diffuse intimal irregularities and patent stents that appear to be under-deployed (per intravascular ultrasound), and proximal to the stented region there was 40% stenosis. The rca was diffusely diseased with patent stents that were mildly under-deployed (per intravascular ultrasound), there was no evidence of in-stent restenosis. Sequential svg to d1 and d2 were patent, and lima to lad was patent but the vessel is small. Target vessel reintervention culminated with 0% residual stenosis. The pt was discharged on asa and plavix. In the opinion of the physician there was a probable relationship between the taxus stent and the event.